Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to paravalvular leakage, resulting in bav intervention. The exact cause for paravalvular leakage is unknown; however, available information suggests procedural factors (possible recoil) may have contributed, along with the mechanisms described above. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to the hemolysis that resulted in blood transfusions. The cause of hemolysis is unknown, but may be related to the pvl and/or mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japan associate, hemolysis with paravalvular leakage (pvl) developed, after a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve. The operator had an impression of increasing pvl and recoil might have occurred. Hemolysis with pvl was confirmed postoperatively by blood test and an echocardiogram. Balloon aortic valvuloplasty (bav) and several blood transfusions were performed under hospitalization. The degree of pvl was less than mild immediately after tavr. Then, it aggravated. The degree of pvl improved to mild with bav.